Manufacturer narrative:
E1: initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there was a medication jam in rear of matrix drawer which caused the error and was resolved by pharmacy technician. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, whole bottom drawer failed. User rebooted the station and recovered the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.